Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device is being filed under a separate manufacturer report number.

Event description:
It was reported that the patient presented with a free perforation in the 1st obtuse marginal (om1) coronary artery. A 2.8x19mm rx graftmaster covered stent system was advanced, but failed to cross the lesion and was withdrawn, undeployed. A 2.8x26mm rx graftmaster covered stent was deployed but the perforation was not sealed. Use of the graftmaster devices did not cause or contribute to complications or adverse events. No additional information was provided.